Event description:
It was reported that the patient was experiencing pain and the mesh was to be explanted in 2007. The patient electively had the mesh explanted.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.